Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that loss of sensing and pacing was noted. Dislodgement was suspected. High capture threshold was also observed. The lead was explanted.